Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 880432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, depression and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pain"). The patient was treated with surgery (underwent surgical removal of the essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, headache, nausea, amnesia and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, dyspareunia, pelvic pain, essure confirmation test not done added.reporters,lot number,events outcome,concurrent condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 880432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, depression and ovarian cyst. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), alopecia ("alopecia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pain"). The patient was treated with surgery (underwent surgical removal of the essure devices.). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, headache, nausea, amnesia and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss") and alopecia ("alopecia"). The patient was treated with surgery (underwent surgical removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, headache, nausea, amnesia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, headache and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.